Event description:
Technician found that the chair would operate by itself, after being operated. The delay time for the event was upwards of 2 or 3 minutes. Replaced handset, tested all functions multiple times, all ok. Tech also rewaterproofed all possible electrics and tested.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc., on behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.